Event description:
It was reported that; on (B)(6) 2014, the patient underwent the surgery with the xia3(l1 and l5 were fixed). Afterwards, the surgeon found that l5 bone fracture. Therefore, on (B)(6) 2014, the patient underwent the revision surgery(fixing is extended to the sacral and an iliac).

Manufacturer narrative:
No product issue related to the reported event was found with this product, so this is a concomitant product.

Event description:
It was reported that; on (B)(6) 2014, the patient underwent the surgery with the xia3(l1 and l5 were fixed). Afterwards, the surgeon found that l5 bone fracture. Therefore, on (B)(6) 2014, the patient underwent the revision surgery(fixing is extended to the sacral and an iliac).